Event description:
Rn noted 4 fr. Midline PICC inserted in 4/2001. Dressing was wet. Very poor obscure veins noted on insertion. Dressing removed and hub was sitting under the dressing with no catheter attached. Cxr indicated catheter had migrated and was in the arm between the elbow and the subclavian. Angiography team unable to retrieve from left antecubital approach. The catheter fragment was retrieved via the right femoral approach. Pt tolerated well. PICC placed to right upper extremity in 4/2001.